Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not recognize battery pack) was confirmed. Upon investigation the battery charger was unable to recognize a battery pack. The failure was due to a burnt battery board. The device will be removed from service for insect contamination. The root cause for the burnt battery board could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.